Manufacturer narrative:
It was reported to arjo representative on (B)(6) 2019 that there was the incident with the involvement of maxi move passive floor lift and passive clip sling. It was stated that during initial phase of patient's transfer, wheelchair suddenly tipped causing patient to fall. According to information provided, patient slid out of sling due to incorrect attachment of sling clips to the lift spreader bar before transfer. As the consequence of the event resident sustained minor contusion to the back of the head. After the event there was an arjo evaluation made at the facility site. Lift involved in the event was found to be with minor scratches on chassis, scrapes with doorway paint transfer on load cell cover and mast top cap. However, functional test performed revealed that it was working according to manufacturer's specification with no abnormalities found. The sling involved in the event could not have been evaluated. According to the customer "only one caregiver in attendance, attached 3 of 4 sling clips, did not set brakes on chair, resident's center of gravity shifted due to improper sling attachment, caused chair to tip and resident to fall." Following all gathered information, the most probable root cause can be related to the way device was operated. The instructions for use for passive clip slings (IFU 04.sc.00-int1_2) provides pictographic procedure regarding proper clip attachment process. The document guides, step by step, through a proper sling application. It is important to make sure that the clip sling is attached securely before and during the lifting process. According to the warning in the IFU: - "make sure that: all clips are securely attached"; - "to avoid the resident from falling, make sure that the sling attachments are attached securely before and during the lifting process"; -"apply the brakes on the wheelchair". Moreover, product instruction for use have been evaluated in terms of the effectiveness for use by volunteers outside of the health care field. The outcome was that the IFU instructions were found to be adequate to enable the caregiver to perform the intended activities safely. To sum up, based on the root cause analysis assumptions performed by the facility and manufacturer's technical simulation the main factor, which could contribute to the event was not following the instructions for use as the incorrectly attachment of the sling clips to the spreader bar has led to a tilt of wheelchair and in a consequence patient fall at the beginning of transfer. When the sling is placed in the correct way and the instructions of using the system are followed, it is very unlikely a patient drop or other adverse event during the transfer of the patient with the sling and lift will occur. .the system - clip sling and floor lift was used for the patient's care and in that way contributed to the alleged event. No defect has been found within the lift nor the sling that could cause or contribute to the event however, patient fall was reported and in that way the system did not work as intended. The complaint was decided to be reportable due to the circumstances: clip was not attached to the spreader bar during transfer causing patient to fall and sustain not serious injury.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.

Event description:
It was reported to arjo representative on (B)(6) 2019 that there was the incident with the involvement of maxi move passive floor lift and passive clip sling. It was stated that during initial phase of patient's transfer(female), wheelchair suddenly tipped causing patient to fall. According to information provided, patient slid out of sling due to incorrect attachment of sling clips to the lift spreader bar before transfer. As the consequence of the event resident sustained minor contusion to the back of the head.